Event description:
It was reported that multiple temperature alarms occurred while the pump was not exposed to extreme temperatures. Reportedly, the alarms continued to occur. Customer's blood glucose level was 140 mg/dl. Reportedly, the customer continued using the pump and has manual injections as alternate insulin therapy.